Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when the cassette was removed from the cycler. Fluid leaked from the cycler door and a hole in the drain line. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. Treatment was cancelled due to not being able to clear the alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the module area and on the external of the cassette. The flow alert was set to yes. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which has not been used yet due to the patient being at work. The patient stated that they have two cyclers, one is used at work, and one is used at home. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when the cassette was removed from the cycler. Fluid leaked from the cycler door and a hole in the drain line. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. Treatment was cancelled due to not being able to clear the alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the module area and on the external of the cassette. The flow alert was set to yes. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which has not been used yet due to the patient being at work. The patient stated that they have two cyclers, one is used at work, and one is used at home. The cycler has been returned to the manufacturer for physical evaluation.